Event description:
Pt admitted with diagnosis failed rt knee prosthesis. Pt underwent unicarpartmental replacement to rt knee in 2001. Since surgery pt continues to have persistent pain. Pt required use of cane, in addition the pt's knee continued to be swollen. X-ray lateral view revealed some change consistent with arthritic damage to patellofemoral joint. Intra-operative per surgeon the patellofemoral region had arthritic wear as well and had worn through the medial facet of the patella. On examination the tibial component was found to be loose on lateral views. Pt underwent revision rt total knee arthroplasty.